Event description:
Patient was treated in 2003. Pt developed burns on left cheek area one day post treatment. Thermage was notified of event in 02/04. Status of most current follow-up; 04/04. Scarring has developed on left cheek and neck area. Pt had silicone injections for divots that developed. Also, kenalog injections 5% and v-beam laser treatment to reduce redness.